Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One 135 cm nitinol guidewire was returned for evaluation. An initial visual observation showed the guidewire was broken into two segments, with the distal segment about 1 cm long. The outer coil wire of the distal half of the gold, flexible portion of the guidewire was observed to be mostly unraveled and bent in multiple places. A microscopic observation revealed some whitish, transparent residue on the outer coil of the guidewire. The fracture sites of the core wire as well as the outer coiled wire were observed to be tapered and granular in texture. The fracture sites of the outer coil wire were also observed to be split in half from the fracture site to a little ways up the wire. These characteristics of the fracture sites are typical of tensile failure. As a note, the product IFU states: ¿do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding¿ and ¿if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of rebs0704 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the that the physician had difficulty threading the power PICC (6f x 55cm) guidewire into the vein as there was resistance. Physician attempted twice without success. Then the physician asked another physician for assistance to take over the procedure. The physician attempted to insert the guidewire and found resistance as well. He then tried to withdraw the guidewire. Not being able to take out the wire, he gave it a slight tug and realized that the guidewire had given way, i.e. The guidewire had unravelled and part of it was stuck inside the patient. A paediatric surgeon was called in and he did a cut down on the arm and took out the remaining guidewire. Apparently, the "curved' tip of the guidewire was caught/stuck in the subcutaneous tissue. It was reported that the patient was well after the cut down and decision was made not to insert another PICC into the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0704 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the that the physician had difficulty threading the power PICC (6f x 55 cm) guidewire into the vein as there was resistance. Physician attempted twice without success. Then the physician asked another physician for assistance to take over the procedure. The physician attempted to insert the guidewire and found resistance as well. He then tried to withdraw the guidewire. Not being able to take out the wire, he gave it a slight tug and realized that the guidewire had given way, i.e. The guidewire had unravelled and part of it was stuck inside the patient. A paediatric surgeon was called in and he did a cut down on the arm and took out the remaining guidewire. Apparently, the "curved' tip of the guidewire was caught/stuck in the subcutaneous tissue. It was reported that the patient was well after the cut down and decision was made not to insert another PICC into the patient.